Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on the limited information provided and an image review. It was reported that the filter tilted to one side. No adverse event to the patient was reported. It was reported that the three images provided all related to the filter reported with this complaint (B)(4)., but the image review found two separate filters. The first jpeg file contains 2 images, screenshots from a non-contrast enhanced CT scan of the abdomen in the coronal and axial planes. This demonstrates an ivc filter, reported to be a cook ivc filter although this cannot be confirmed on the images. The second jpeg image is a screening chest from an inferior venacavogram with a sheath positioned just cranial to a celect platinum filter in infrarenal location. There is a slight anatomic variation with a dextroconvex bend to the ivc with the apex of the perceived bend at the level of the hook of the ivc filter. Unfortunately, contrast does not opacify the ivc below the level of the filter feet to better delineate the orientation of the ivc filter below this level. Approximately 3 cm of the sheath in the suprarenal portion of the ivc is appreciated. When the ivc filter tilt is measured relative to this sheath, it equals 3°. However, when the tilt is measured relative to the segment of the ivc in which the filter's feet appear to be fixated, the tilt does measure at approximately 17° towards the left. This tilt also places the hook of the ivc filter at the inflow of the left renal vein ostium. There is no evidence of immediate penetration. Given the approach of the jugular sheath, the ivc filter deployed appropriately, relative to the sheath in the suprarenal ivc, but inappropriately relative to the ivc below the level of the renal vein inflow. This tilt may have been avoided if the filter was either deployed slightly more caudal in the ivc thus allowing the ivc filter deployment system to be more centered within this segment of the ivc as it would have made the bend, and not positioned the hook at the apex of bend. A significant tilt potentially reduces the efficacy of the ivc filter and does increase the risk for future penetration. It does appear this filter was deployed via jugular approach, so it is uncertain why the filter was detached from the deployment system in this configuration and not repositioned in a better configuration. Potentially, the filter looked straight relative to the ivc, but upon deployment the filter, tilted. The ivc where the filter feet are located is not opacified with contrast to evaluate if any of the primary filter legs extend into a vein ostium, which could have also contributed to the tilt. With the information provided, the leading cause of the filter tilt is related to the patient¿s anatomy and the chosen location for filter deployment. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook medical will continue to monitor for similar event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) device name unknown but referred to as cook filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "I have had another filter placed tilted to one side ((B)(4)). My partner has had the same ((B)(4))." Patient outcome: unknown.